Event description:
It was reported that malfunction alarm occurred while customer was changing cartridge and pump displayed code malf 0. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and to call back if malfunction code occurred again.